Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a ruptured 60mm thoracic aortic aneurysm. It was reported that the stent was successfully implanted and there were no endoleaks, however, the patient died after the procedure. The physician attributed the cause of the event to heart failure due to hypoxemia and reported that the stent graft was not attributed to the death of the patient. It was also reported that the patients blood pressure and blood oxygenation level were low as the patient entered the operation room for the procedure. No additional clinical sequelae were reported.